Event description:
The facility reported an infusion pump with failure code 810:11. Information was not provided regarding whether or not this event occurred during patient use. According to the hospital representatives, there was no patient injury or medical intervention reported. No additional information or contact was provided.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03, 2007. Evaluation summary: evaluation was performed and the reported condition of failure code 810:11 was confirmed. Inspection of the pump revealed the failure code 810:11 was due to defective air in line printer circuit board (ail pcb). Replaced and recalibrated the air in line printer circuit board (ail pcb). The pump was tested for proper operation and pump found to function properly.